Event description:
Patient came in to ER with sob, diuresed with some improvement.cardiac echo revealed large lc clot, right heart failure. Patient taken to cath lab with low c.o., pump thrombosis and emergently taken to or.